Event description:
Customer reported the panorama central station displayed an error message and had lost communication, which may have affected telemetry monitoring. No patient injury was reported.

Manufacturer narrative:
Customer provided with a loaner server, while it is being returned to the company's repair center for further evaluation.